Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the left bipolar pedal on the foot tray was broken off. The fse replaced the foot tray to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the foot tray assembly is currently in progress. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that during a training/demo of the da vinci system, the left foot pedal cover broke off. The customer attempted to reseat it but found it was loose. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the left bipolar pedal on the foot tray was broken off. The fse replaced the foot tray to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The foot tray was analyzed and the reported issue was verified on site. Performed troubleshooting and isolated issue with the foot tray. Replaced foot tray to address reported issue. Performed visual inspection and found no problem related to reported issue. When slight lifting up on the left bipolar foot pedal the pedal came off, replicating reported issue. The same issue occurred with three other pedals. It was noticed that the pedals were missing screws pn:900179. Physical damage was noticed on the bottom of the left bipolar foot pedal. Checked lighthouse/aperture and found nothing related to report issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.